Event description:
It was reported that in (B)(6) 2010 the patient had a spinal fusion that was not related to his therapy. The patient acquired a (B)(6) infection and had to have his device removed. It was also reported that the infection cleared up and two years later the patient had another device implanted.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 377845 lot# n0042625, implanted: (B)(6) 2005, explanted: (B)(6) 2010, product type lead. Product ID 377845, lot# n0036081, implanted: (B)(6) 2005, explanted: (B)(6) 2010, product type lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2010, product type extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2010, product type extension. With the additional information, the coding was updated.

Event description:
Information was received from a consumer on (B)(6) 2017 regarding a patient who was implanted with a neurostimulator for arachnoiditis. The patient also had an implanted pump for non-malignant pain and failed back surgery syndrome with morphine: 8 mg/ml 2.3030 mg/day, marcaine: 26 mg/ml 4.318 mg/day, and prialt: 1.96 mcg/ml and 0.8166 mcg/day. It was reported that the previous implant was defective in 2010 and was explanted. The replacement was not put in until a year and a half later in 2012. It was later noted that it was removed on (B)(6) 2016. This was conflicting information. Manufacturer records align with the first reported date and showed that the current ins was implanted on (B)(6) 2012 and that a pump was implanted on (B)(6) 2016. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they weighed (B)(6) pounds at the time of the event. No further complications were reported.

Manufacturer narrative:
Product ID 377845, lot# n0042625, serial#, implanted: 2005 (B)(6), explanted: 2010 (B)(6), product type lead; product ID 377845, lot# n0036081, serial#, implanted: 2005 (B)(6), explanted: 2010 (B)(6), product type lead; product ID 3708140, lot#, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2010 (B)(6), product type extension; product ID 3708140, lot#, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2010 (B)(6), product type: extension. (B)(4).